Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during the procedure.

Manufacturer narrative:
Alleged failure: "during a laparoscopically assisted hysteroscopy, a disconnection of the pinpoint console in use occurred 5 minutes after the procedure began, when attempting to connect the slave monitor. Upon reconnecting and powering it on again, the image could not be restored on the screen, and a dvi incompatibility message was continuously displayed. The surgery was completed using a different pinpoint console than the one initially used, which led to an extension of the procedure by approximately 40 minutes." Probable root cause/s: product was not returned to stryker endoscopy. Based on the symptoms described in the feedback, probable root cause could be due to a number of issues with the fvp board, including: -faulty/damaged dvi port -electrical faults on with smd components responsible for processing dvi signal this complaint investigation was closed based on the device not received. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image during the procedure.